Event description:
The customer reported a speaker fault. The device was not in use on a patient at the time of the event.the suresigns vs2+ nbp/spo2/wireless (model number 863355) is substantially similar to the suresigns vs2+ nbp/spo2/wireless (model number 863279) and will be reported in the united states under device model number 863279 (cfn/fei # (B)(4); 510k k111114).